Event description:
It was reported by the hospital that the right atrial (ra) lead exhibited high capture threshold and had high pacing impedance measurements. The ra lead was explanted and replaced. The patient was in stable condition.